Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous right coronary artery. The lesion was predilated with a 15x2.5mm non-bsc balloon. A 16x3.5mm taxus liberte stent delivery system (sds) was advanced but would not cross the lesion. After three failed attempts to cross the lesion, the device was removed and stent damage was observed. The procedure was completed with a different device. There were no patient complications and the patient's current condition is listed as "good".